Manufacturer narrative:
The returned rod bender was evaluated. The device was disassembled likely because the hex screw separated from the unit. It cannot be determined if the set screw was intentionally separated or if it was due to wear and tear over time. A review of the manufacturing records did not identify any issues which wold have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod bender broke during surgery. This occurred at the time the rod bending was completed, so the use of an alternative instrument was not necessary. There was no report of patient injury associated with this event.